Event description:
During a tubal ligation procedure, the surgeon didn't use the three grasp technique for swollen tubes. The tube was too large to use the applicator. The surgeon ended up cutting the fallopian tubes and suturing.

Manufacturer narrative:
The device was not returned for eval. As a result, a determination cannot be made. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.